Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pacemaker pocket infection and presented with development of a "boil" at the site, swelling, redness and tenderness. The patient was treated with oral antibiotics and the pacemaker system was later explanted with plan in place for future replacement. No further patient complications have been reported as a result of this event.